Event description:
It was reported that during testing, there was a hole found in the device. The event occurred in mid-dec-2023. The sample was available for return. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D5: operator of device is unknown. E2 - incorrect due to system limitations. G5: product code is 510k exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: one sample was received without original packaging, as well as three photographs. The samples were inspected under normal conditions of illumination to detect any defect. After conducting a visual observation of the breathing bag, a tear was found in it. No other anomaly was observed. Likewise, a pinhole in the bag was detected in picture 1 and picture 2. The customer's failure mode was confirmed. A root cause was not identified, but it was considered that the pinhole was made before the component had been supplied to mkom. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.